Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon review of remote transmission it was noted that the pacemaker exhibited far r-wave oversensing. No resolution was performed. Further information was requested but not received.